Manufacturer narrative:
The customer declined service and did not provide the calibration, qc data, and alarm trace. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e411 disk. The reporter was rerunning the patient sample for another assay. The analyzer included the hcg + b assay in the rerun and a different result was obtained. The reporter then ran a qualitative hcg + b test and performed another rerun on the analyzer. The initial result was 54.79 miu/ml. The first repeat result was <0.1 miu/ml. The result of the qualitative test was negative. The second repeat result was <0.1 miu/ml. The repeat result was deemed correct.  The initial result was reported outside of the laboratory. The reagent lot number is 64377005 the expiration date is 30-nov-2023.

Manufacturer narrative:
The field service engineer performed preventive maintenance. The investigation is ongoing. H3 other text : na.